Event description:
It was reported that the pulse generator exhibited excessive current drain while still in the box. The device was not used.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Final analysis found that the pulse generator exhibited high current drain due to a capacitor anomaly.